Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/10/2023, an FDA medwatch notification was received via email. A facility representative reported that an ar-13995n multifire scorpion needle tip broke off inside the patient. An x-ray was brought in to find the broken tip. This was discovered during a procedure on (B)(6) 2023. No further information was reported. Additional information requested.

Manufacturer narrative:
The device was not returned for investigation. No photos were provided. The most likely cause of the reported allegation is misuse due to not following dfu-0392-sub-eo for the uses listed. The complaint cannot be confirmed.